Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the device in good condition. The event history log confirmed pump motor phase b alarm occurred twice as well as not responding. The device passed calibration and functional and flow delivery testing; however, the noisy motor was duplicated during flow testing due to a faulty motor. The root cause was suspected to be the motor and interconnect board for the phase motor b post and base not responding alarm. The motor and interconnect pcb were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited system failure pump motor drive phase b post and a noisy motor. There was unknown patient involvement and unknown patient harm.